Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to confirm a33 alarm and unable to perform displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm during priming. Customer's blood glucose level was 20 mmol/l. Customer stated that the rewind message occurred after an alarm and confirmed insulin pump was dropped this morning. Customer stated that the drive support cap appears normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.